Manufacturer narrative:
Literature citation: murray penner, md et al. The infinity total ankle system early clinical results with 2- to 4-year follow-up. Foot and ankle specialist. 2018; volume 11: pages 1-7. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported in "the infinity total ankle system early clinical results with 2- to 4-year follow-up" that 67 consecutive patients who underwent primary total ankle arthroplasty (taa) with the infinity system at 2 north american sites between august 2013 and may 2015 were reviewed in a prospective, observational study. Demographic, radiographic, and functional outcome data were collected preoperatively, at 6 to 12 months postoperatively, and annually thereafter. Results. The overall implant survival rate was 97% (65 of 67 implants) at a mean follow up of 35.4 months (27 to 47 months). Reoperation for gutter debridement was performed in 2 cases at 17 and 19 months postoperatively for persistent pain and radiographic evidence of mild bony hypertrophy in the medial gutter.